Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a coronary intervention procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: three unused sterile representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on the three returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned product shows no anomaly. A proxy plunger was inserted to verify the needle trajectory. The needle trajectory was acceptable as the plunger needles went into the respective foot pockets. There was no deficiency observed. The suture, link, and/or plunger would have further aided the analysis, but they were not returned. These observations do not confirm the reported cuff miss. It was reported there was tissue scarring and the patient was obese. The instructions for use states that safety and efficacy has not been established in patients that are morbidly obese. The tissue mass and/or scarring may have snagged the suture during plunger retraction, causing high force to be used to complete withdrawal, resulting in the link break. Therefore there may be an indication of an anatomical influence on the incident. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.